Event description:
Customer reportedly received results of 96 mg/dl, 28 mg/dl, 36 mg/dl, and 21 mg/dl within 1 minute on the compact plus system. The customer did not have symptoms of hypoglycemia, and no actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.